Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function, or sample leakage from device. The following information was provided by the initial reporter. The customer stated: "we had the same problem twice on friday, no impermeability, so the blood was flowing backwards. Different nurses. We don't handle sharp edges, but I wanted to know if you have ever had this type of problem. The tubes were all soiled.".

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function, or sample leakage from device. The following information was provided by the initial reporter. The customer stated: "we had the same problem twice on friday, no impermeability, so the blood was flowing backwards. Different nurses. We don't handle sharp edges, but I wanted to know if you have ever had this type of problem. The tubes were all soiled."

Manufacturer narrative:
The following fields were updated due to corrections being made: imdrf annex a code : in addition to a050401, a140501 has been added to the record.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function, or sample leakage from device. The following information was provided by the initial reporter. The customer stated: "we had the same problem twice on friday, no impermeability, so the blood was flowing backwards. Different nurses. We don't handle sharp edges, but I wanted to know if you have ever had this type of problem. The tubes were all soiled."